Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient representative regarding an implantable neurostimulator (ins). The reason for call was caller mentioned that the patient stated that their implant was not working and they have been complaining about that for couple of days now. Caller stated that the patient was feeling spazzing on their legs. Caller access their mystim app and confirmed they have the stimulation on in group a. Caller switched groups to b and c but still no stimulation felt. Caller increase stimulation on group a but still no stimulation felt. Agent redirected patient to healthcare provider (hcp) to further address the concern.